Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned procedure was performed when the issue happened and completed by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and identified that the identified that wireless footswitch did not work. To resolve the issue fse replaced the wireless footswitch, and the part is return for analysis and found communication failure and when the pedals are pressed, there is no connection established, and no relay switching is audible from the wireless base station. After replacement of the wireless footswitch, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch would not connect. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.